Event description:
It was reported that during use, the Intra-Aortic Balloon was unable to zero and obtain blood pressure. Patient involved and no harm is reported. A Getinge Field Service Engineer (FSE) reported that issue on the pump cannot be duplicated.

Manufacturer narrative:
E. Initial Reporter: (b)(6)Event Site Name: (b)(6) HOSPITALThe serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided.Upon completion of the investigation into this event a follow up report will be submitted.